Manufacturer narrative:
Analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber card error" could not be confirmed; cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 5 to 15 minutes while using the surgical fiber during a prostate procedure, a fiber card error was received. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.